Event description:
The reporter stated, the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6)2010. The lens was removed due to torn haptic. Lens removed with no pt injury.

Manufacturer narrative:
(B) (4). Evaluation results- (other): a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).